Manufacturer narrative:
Date of event: unknown. No information has been provided to date. No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the collar came loose/broken at the attachment of the tracheal cannula (tube/pipe). There was patient involvement, but no injury reported.